Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly the display was cracked and there was no evidence of moisture corrosion in the pump. The reporter allegedly could still read the screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/16/2015 . Device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings. On investigation, the alleged display issue was not verified in the evaluation, no crack was observed with the display lens. The pump powered up to the verify screen with auditory and vibratory features. Unrelated to the complaint, the display was found to be dim with a pinkish contrast.